Event description:
A malfunction alarm, specifically malfunction code 0, was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared, which the customer understood and acknowledged.